Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device is available for eval; however, the device has not been received. A f/u report will be filed if the device is received.